Event description:
It was reported that during a peripheral vessel intervention, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the severely calcified and tortuous unspecified peripheral artery in the lower leg. After pre-dilation, a 3.0x38mm ion stent was advanced for treatment but "became somewhat unraveled and stretched out" during the procedure due to getting hung up on calcium. The stent stayed on the balloon and was successfully removed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus element/ion stent delivery system and stent with no other devices. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were multiple stent struts stretched and bent. There was a shaft kink 34cm from distal tip. Magnified inspection presented no evidence of any product quality deficiencies contributing to the confirmed stent damage and shaft kink. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is "user related" because the device was not used in accordance with the directions for use: the ion device was used in the lower leg, but is indicated for improving luminal diameter for the treatment of de novo lesions in native coronary arteries. (B)(4).

Event description:
It was reported that during a peripheral vessel intervention, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the severely calcified and tortuous unspecified peripheral artery in the lower leg. After pre-dilation, a 3.0x38mm ion stent was advanced for treatment but "became somewhat unraveled and stretched out" during the procedure due to getting hung up on calcium. The stent stayed on the balloon and was successfully removed. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).